Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The plug of the power cord was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 had a loose safety ground conductor at the power plug creating a potential shock hazard. There was no adverse patient involvement reported. There was no patient information reported.